Manufacturer narrative:
(B)(4)

Event description:
It was reported that the prior to an elective replacement procedure, the atrial lead exhibited loss of capture. The lead was explanted and replaced. The patient was stable.